Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the previously capped rv lead was explanted.

Manufacturer narrative:
Concomitant products : 5076 lead implanted (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead had non-physiologic oversensing and noise, which triggered a lead integrity alert. A fracture was documented, but the physician suspected there may be a device set screw issue. The lead was capped and replaced, and during the revision, the set screws for the rv port and also the left ventricular port did not seem tight. A faulty header was possible so the device was explanted and replaced. No patient complications have been reported as a result of this event.